Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s programmer was not working. The family member put new batteries in the unit this morning and noted that they put new batteries in it every time they use it. After synchronizing the programmer to the ins, it was determined that the stimulation was off. Clarification attempts was not able to provide how or when the stimulation was turned off (with an amplitude of 8.5 but no program options). It was noted that the patient did not feel anything at the beginning of this report. The family member stated that the last time they got it to work was in march and then the patient noticed in the first part of june they were not feeling anything but they were traveling and could not find the cord (they had ¿been without it since june¿). It was noted that the patient was using confusing verbiage saying it was set on 6.7 in march but they did not know ¿was a good reading in jan it was 7.9 it was helping but then could not feel anything¿. Stimulation sensation and therapy information were reviewed with the patient. It was noted that the patient had a bad back and was standing during the report. The reporter was assisted with tuning the stimulation down, turn the stimulation back on, and start to increase from 1.0. The patient stated that it felt warm where the ins was. The family member was then assisted with turning the stimulation off to see if the warm sensation diminished but it did not. It was also reported during the report that the stimulation had been to strong and was uncomfortable. The family then turned the stimulation back on and started to increase it. The patient stated that they did not feel the stimulation until it got to 3.9 and, when they did, it felt ¿kind of a quivering stimulation at the ins site¿. They mentioned that this felt fine and was comfortable and not in their pelvic floor area. It was recommended that the family stop there and monitor the symptoms and contact the healthcare professional (hcp). There were no further complications reported or anticipated.